Event description:
It was reported that the ventilator shut off while in use. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. A technical error code indicating a communication failure between the panel subsystem and the monitoring subsystem during startup was noted. The control cable between the patient unit and the user interface was replaced as recommended in the service manual. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. The failure does not affect ventilation, it only affected the user interface which will becomes dark. Ongoing ventilation will be as set and continues unaffected by display failure. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).